Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, the stent was implanted due to a benign stricture in the distal esophagus at the gastroenteral junction. Reportedly, the patient anatomy was not tortuous. Post procedure (exact date unknown), it was reported that the stent had migrated to the stomach. There were no issues due to the stent migration. On (B)(6), 2013, an attempt was made to remove the stent using rat tooth forceps but the retrieval suture broke and the stent was not able to be removed. The stent was successfully removed during another procedure on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.